Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had some issues with the reservoirs. She stated that she was unable to prime and the insulin pump alarmed no delivery. The blood glucose at the time of the incident was 136 mg/dl. She was advised that it is probably due to a bad connection and she should disconnected and reconnected the infusion set and reservoir and then push insulin through the tubing with the plunger. The reservoir will not be returned for analysis.